Event description:
It was reported by service report that the cot fastener antler handle would not stay locked in place. No patient involvement, however, adverse consequences are unknown.

Manufacturer narrative:
Antler handle on the floor mount fastener which may lead to the cot being unable to be fastened into the ambulance, no direct malfunction occurred with the cot.